Event description:
It was reported that the polarstem modular head got damaged during surgery. A slight delay occurred, while looking for the missing piece. The device broke outside the patient. No pieces fell into the patient and all the pieces were recovered. The procedure was completed using a sn backup device.

Manufacturer narrative:
Additional information in d4, g4, h4, h6. Investigation results: it was reported that the polarstem modular head got damaged during surgery. No pieces fell into the patient and all the pieces were recovered. The procedure was completed using a s+n backup device. The device, used in treatment, was returned for investigation. The reported failure mode could be confirmed upon visual inspection. The device is chipped on the distal rim. The modular head (750023711) is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. A functional test simulating 5 years of use was performed. The reported failure mode could however, not be reproduced. The root cause stays undetermined after investigation. Nonetheless, in combination with our continuous effort to improve our products, further investigations started to evaluate the root cause of this failure. The returned device will be archived.